Event description:
It was reported that device diagnostics resulted in high impedance (10,000 ohms). The device was programmed off and the patient was sent for x-rays. The patient was referred for surgery. It is unknown if x-rays will be sent to manufacturer for review. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance reading. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.